Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic gyn procedure, there were insufflation issues reported. It is unknown what surgeons was in the case at the time of the issue nor what date the procedure was performed on. During the procedure both surgeons were required to use at least two tanks of co2 to complete the procedure. There was no patient consequence reported.